Manufacturer narrative:
Device investigation: results: the catheter shows a kink 27 cm proximal of the distal tip. There are multiple ovalizations proximal of this point. There are many flat spots between 15 cm and the distal tip with the region between 7.0 cm and the tip completely flattened. A 0.070" mandrel was introduced into the hub and advanced distally. The mandrel stopped 37 cm from the distal tip. This unit is non-functional. The distal tip of the catheter was introduced into an example packaging tube, however, the flattening of the tip of the device prevented it from entering. Conclusion: the complaint of the kinks in the catheter bodies is confirmed. However, there were both kinks and flat spots on each of the catheters. Because the flattened tips of the catheters prevented them from fitting into their packaging tubes, it is not possible to determine if the devices could have been shipped with the kinked bodies or if the damage occurred when the devices were removed from the packaging or during preparation of the devices for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
Two separate penumbra neuron delivery catheters were opened and were noted to kinks in the catheter body. Two different neuron delivery catheters were then opened and used without incident. There was no patient involvement. This MDR is associated with MDR 3005168196-2012-00029.